Manufacturer narrative:
Correction - b2, d1, h6 (results code). The reported event (infection) could be confirmed, since evaluation of provided CT scans in collaboration with information obtained from the field find the device has been explanted. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿there is a girdlestone situation visible in the CT scan. Together with the information provided by the site, it is clear that there is an infection present, here. After more then 6 months it is not likely, that the infection came with the implantation or through the implant. Therefore, a patient related cause for the infection can be presumed. " infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention and the aftercare. While the investigation was able to confirm an infection was present, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure due to infection. The patient was implanted with a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure for reasons that are not available at the time of this report. The patient was implanted with a cement spacer.